Event description:
The customer contact reported the device delivered more than expected. The device was returned to the engineering department with an unsigned note from the "ward." No specific pt information, pump programming, or event details were available. There were no reported adverse pt effects. Multiple unsuccessful attempts have been made to obtain additional information.